Event description:
Date notified: 11/6/07 a model 754 ventilator had an internal short which caused excessive heat that melted a hole in the bottom case. An inspection of the device revealed physical damage to the case and the filter printed circuit board. The customer sated that the device had recently been improperly serviced by a company other than the manufacturer. Additionally, they stated that they believe the device had been dropped and an unknown liquid had entered into the case. The presence of the liquid in conjunction with the dropping of the device created a short between the external power lead and the internal ground on the case. No patient was involved at the time of this occurrence.